Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient additionally reported for right side "extravasated implant materials¿. Healthcare professional reported ¿implant seromata". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "patients concern with product", "periprosthetic fluid".

Event description:
Patient reported for right side "ongoing issues with textured implants", "device on a recall list for bia-lymphoma". Healthcare professional additionally reported "periprosthetic fluid", "implant folding irregularity", "simple cysts". The reported event "palpable lump in the right breast in the 10-11 o'clock position corresponds to a small intramammary lymph node, which is palpable presumably because of being pushed anteriorly by the implant" is not related to the device. Device has been explanted.